Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings:a review of the pump black box data revealed two warnings for no cartridge detected. During testing the rewind, load, and prime steps were completed successfully with no duplicated load step malfunctions. The force sensor calibration measured within specifications. The pump case was removed, and an intermittent condition was found on the force sensor flex.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.